Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to recurring urinary incontinence caused by urethral atrophy. The existing aus did not exhibit any fluid loss and was functioning as intended. The existing aus was explanted and replaced with a new aus consisting of a 3.5 cm cuff, a 4.0 cm cuff, a pump and a balloon. No patient complications were reported in relation to this event. The explanted aus is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.